Event description:
It was reported that during the pre-test the foley catheter sterile water did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter sterile water did not drain.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Visually inspected catheter; no physical defects present. Inflated balloon with 10ml of mbs with returned syringe; inflated properly. Asymmetrical balloon about 70:30 which meets specification per (B)(4) rev 0. Deflated balloon with returned syringe; deflated passively in 1 minute 11 seconds. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.